Event description:
In 2007, this pt presented with an aortic dissection that started at the left subclavian artery and extended down into the abdominal aorta. A gore tag thoracic endoprosthesis was implanted. The pt had two descending thoracic aneurysms. The more distal aneurysm included a pseudoaneurysm within its aortic wall. The pt's abdominal aorta was tortuous and the dissection extended throughout to include both iliac arteries. The pt was discharged without complication six days later. Post-operatively, the aneurysm ruptured. The rupture site was within one of the two large thoracic aneurysms. The pt expired one week later. No further info was provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain info to complete all blank required spaces on this medwatch.